Manufacturer narrative:
(B)(4) date sent: 7/20/2016. Batch # unk additional information requested and received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. Was buttressing material utilized? If so, which product? No. N/a how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional diagnostic testing and increased length of stay.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was bleeding along the staple line. The staple line was over sewn with five sutures to complete the procedure.